Event description:
It was reported there was a volume discrepancy. The actual residual volume was 0cc and the expected residual volume was 5cc. At the refill on the date of this report, the healthcare provider (hcp) was unable to aspirate any fluid from the reservoir so they sent the patient to radiology and confirmed the needle was in the reservoir fill port with no fluid in the reservoir. This was the first time there had been a reservoir volume discrepancy like this. The patient had no symptoms. The pump was refilled and the hcp was worried about the patient so he admitted the patient overnight for observation and decreased the intrathecal baclofen dose from 1000ug/day to 500ug/day. It was noted it was assumed the patient would be ¿tight¿ and they would have to increase the daily dose. It was further reported that the patient was doing well now and their spasticity was controlled. The drug being delivered via the device system was gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).